Event description:
It was reported that the protector p53j experienced leakage between the protector and vial during use. The following information was provided by the initial reporter: when preparing cisplatin, leakage occurred.

Manufacturer narrative:
Investigation summary: one sample was received for evaluation. Upon examination, it was noted that the fixing points on the protector did not snap into place on the vial, however, no leak was found between the protector and the vial during testing. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the sample evaluation and our investigation, we were not able to identify a root cause related to our manufacturing process at this time. It is possible a leak occurred because the fixing points on the protector were not snapped into place. It is important to verify the protector is the proper size for a secure fit to the vial. Complaints received for this device and defect will continue to be monitored by our quality team.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the protector p53j experienced leakage between the protector and vial during use. The following information was provided by the initial reporter: when preparing cisplatin, leakage occurred.